Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, there was a hole in the tyvek. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Handling issue. Corrected data: exp date = 03/30/2014. Manufacture date: 04/30/2009. One device was returned wrapped in bubble wrap. Tyvek lid was returned folded. Complaint stated that there was a hole in the tyvek. The tyvek was returned folded along with the instrument. No blister was returned. The tyvek lid was visually examined. Tyvek was viewed under magnification in order to confirm the presence of a pin hole in the tyvek. The hole is clean, and symmetrical, with smooth edges. The hole appears to be formed at a 90 degree angle to the surface of the tyvek. The hole is formed from the outside in perpendicular point down to the outer surface of the tyvek and the tyvek is pursed around the hole on the inside surface of the tyvek. The packaging equipment was reviewed and it was determined that nothing on the packaging equipment or workstation is likely to cause a hole of this nature. It was determined from the batch history record review that this batch was not reworked nor had any additional handling outside the normal packaging process that could have resulted in the damage consistent with the damage to this package. Packaging equipment was reviewed and it was determined that nothing on the packaging equipment or workstation is likely to cause a hole of this nature. All product is 100% inspected prior to release. Complaint information will be included in complaint trending. It is suspected that damage occurred during storage or handling of the product outside of the packaging process. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.